Event description:
The customer received erratic ion selective electrode results for an unknown number of patient samples when tested on a modular analytics core analyzer, serial number (B)(4). The samples were repeated on a cobas integra 800 analyzer, (serial number not provided). The initial results were high and repeated "normal" on the cobas integra 800 analyzer. The customer provided discrepant sodium results for one patient sample. The initial result was 158 mmol/l. The sample was repeated and generated a value of 143 mmol/l. The initial result was reported outside the laboratory and was corrected. The patient was not harmed or adversely affected. The customer found a clot in the sample probe. She ran a stylette through the probe and peformed air purges. The customer ran quality control which was acceptable. The field service representative also cleaned and flushed the sample probe. Calibration and quality control were performed and were acceptable. The customer performed a precision run.